Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was not installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The complaint regarding a broken cable was confirmed by failure analysis,. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci- assisted surgical procedure, the tenaculum forceps instrument was found to have a broken cable. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragment fell inside of the patient. No other information was provided.